Event description:
It was reported that this artificial urinary sphincter was revised due to a slow increase in incontinence over time. The physician indicated this was most likely due to urethral atrophy or loss of pressure in the balloon over time. No further patient complications were reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.